Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to diminished therapy coverage over time. The location of the explanted device is not currently known. No additional information was provided.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7076005 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).